Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the he keeps getting max fill reached. The customer blood glucose level was 363 mg/dl at the time of the incident. Customer states has tried changing out his infusion set 4 times and each time he gets max filled reach. Customer primed the infusion set with the plunger and it does come out. The customer was assisted with trouble shooting. The customer kept getting max fill reached without a reservoir inside the pump. The customer was sent a replacement insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump passed operating current, unexpected alarm error test, displacement test but compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm or verify prime/fill anomaly due to compromised forced sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, broken belt clip slot and cracked battery tube threads.